Event description:
It was reported that the pt experienced "significant withdrawal symptoms". No changes had been made in the pump medication dosage as the pt had been stable on the same dose for a long time. The hcp had changed out the pump medication twice to make sure there wasn't an issue with the drug but there was still no change in symptoms. A dye study was done and showed the catheter to be patent and free flowing; however, the pump rotors were not turning. The hcp opted to replace the pump in 2008. The pump was used to deliver morphine 50 mg/ml. See also MFR's report#: 2182207200804835.